Event description:
The patient reported that the up and down arrow buttons required multiple presses for a response. The patient reportedly wore the pump in a pocket and cleaned the pump with alcohol.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the up and down button contacts were inverted. Unrelated to this complaint, the battery compartment was found to be cracked.